Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/18/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One empty foil, one paper lid and one undispensed suture in a winding former were received for analysis. Upon visual assessment of the sample, the needle was not received for evaluation. The suture cannot be dispensed since have begun the degradation process this condition probably caused the detached needle. Per the sample condition, the functional test cannot be performed. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. Besides that, the foil packets have two staples. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. It should be noted that a 100% inspection is performed to ensure that no issues related to packaging were identified. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a laprascopic inguinal hernia procedure on (B)(6) 2024 and suture was used. When the suture foil was opened, the needle was already detached from the suture. There were no patient consequences reported. Additional information was requested.